Event description:
It was reported that noise was observed on the lead. The lead was removed and replaced.

Event description:
Continual alarms on continuous renal replacment therapy (crrt) machine for "access extremely negative" for last 24 hours (or more). There were frequent reset-ups and recircing done. Renal fellow aware and was considering new device. Upon arrival this am, I attempted to troubleshoot the filter. I clamped the arterial access and used 0.9 normal saline flush wide open as arterial source. However, the machine continued to have "access extremely negative" alarm. Continued to run by pushing continue multiple times, and was able to give him most of his blood back. No large clots seen in the system. Dialysis rn called to look at machine. Set up and machine saved, and left on. Biomed called and was advised to turn off machine, dispose of set up, put tag on machine, and put in back room. New crrt machine to be used.

Manufacturer narrative:
Analysis found multiple outer insulation abrasions on the lead. The df-1 rv cables and is-1 proximal coil/cables were exposed in these areas. The exposed df-1 rv and is-1 proximal cables' (etfe) insulations were normal. The abraded insulation and exposed is-1 proximal coil are characteristic of friction to the ICD can.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.